Event description:
Additional information was received from the field representative which indicated that the patient did not have atrio-ventricular (av) block nor the patient was pacemaker dependent.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection revealed that the trilumen insulation on this lead was abraded approximately 22 centimeters (cm) from the terminal pin. The conductor coil was exposed at this location. Due to the location and type of damage, it is suspected to have been caused by lead-on-can contact. Laboratory analysis was able to confirm the clinical observation of noise.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead was having noise when the patient moved the left arm. This lead was explanted and will be returned for analysis. The lead is no longer in service. No adverse patient effects were reported.